Event description:
It was reported that a device embolization and obstruction of the renal arteries occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient had abnormal liver function tests and blood counts following the procedure two days post index procedure. Repeat echocardiography was then performed, which showed a potentially missing closure device in the laa. Fluoroscopy was further performed which revealed the closure device located in the abdominal aorta above the renal arteries. The closure device was explanted from the patient. Contrast injection performed showed good flow to the renal arteries and both legs. Following the explantation of the closure device, the blood counts of the patient improved. The patient was to be discharged four days following explantation of the closure device.

Event description:
It was reported that a device embolization and obstruction of the renal arteries occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. The patient had abnormal liver function tests and blood counts following the procedure two days post index procedure. Repeat echocardiography was then performed, which showed a potentially missing closure device in the laa. Fluoroscopy was further performed which revealed the closure device located in the abdominal aorta above the renal arteries. The closure device was explanted from the patient. Contrast injection performed showed good flow to the renal arteries and both legs. Following the explantation of the closure device, the blood counts of the patient improved. The patient was to be discharged four days following explantation of the closure device. It was further reported that the patient was hospitalized for twelve days post procedure in the intensive care unit before being discharged home.